Event description:
Procedure: colon resection. According to the reporter: during the case, the staples are not forming a "b" at the distal and the proximal end. The surgeon had to oversew. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).